Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level was over 500 mg/dl. Customer advised their infusion set came off while swimming in the ocean. Customer declined to troubleshoot at this time and advised they would call back later. Customer advised they would purchase manual syringes or go to urgent care in order to treat their high blood glucose levels